Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 1 endoleak of the aneurx stent graft for which the pt was enrolled for treatment with a talent aortic cuff; however, the cuff was too long for the pt's anatomy; therefore, it was not used. It was recommended to use an aneurx cuff, but it is unk how the pt was as no add'l info was provided and the pt outcome was not reported.